Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the product found that there is visible corrosion in the battery compartment. The alarm does not power on with new batteries. The alarm does power on with the 9v ac adapter and the alternate power supply. (B)(4).

Event description:
The distributor did not provide any specific information as to the reason for the return of the product. There was no patient involvement or injury reported.